Event description:
Received a report from a consumer who advised she experienced a tampon coming apart in pieces and required medical assistance to remove all. She then experienced and was treated for back pain which she believes is related to this incident.